Event description:
Reported that a female patient treated by vanquish complained after the 3rd treatment of erythema in the treated area. No signs of injury at this time. The following day patient called the office and reported the injury (burn). Patient was seen by md on (B)(6).

Manufacturer narrative:
Btl industries followed up with the physician's office to gather additional information. Per the physician's office the procedure on (B)(6) 2013 was conducted successfully with no malfunctions. Btl industries reviewed the system logs for the treatment date and confirmed that no system malfunction occurred. A f/u report will be made to the agency if and when new information is received about this case.